Event description:
The customer reported that part of the active blade broke and fell into the patient cavity during a laparoscopic-assisted hysterectomy. The piece was retrieved. The detachment of the active blade guide occurred towards the end of procedure when doing the colpotomy. The dissector had came into contact a few times with a metal uterine divider that was in use prior to the piece disengaging. The surgical team installed another dissector onto the setup and it was used for the remainder of the case with no problems. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.